Manufacturer narrative:
(B)(4). Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a low out of range impedance measurement, noise and oversensing were observed on this cardiac resynchronization therapy-defibrillation (crt-d) and right ventricular (rv) lead. Boston scientific technical services (ts) discussed the potential causes for the reported observations and suggested measures to further evaluate the system. There was no ventricular pause of more than 2 seconds. The patient is not pacemaker dependent as they have intrinsic rhythm. Further, measurements have stabilized. The device and lead are no longer in service. No adverse patient effects were reported.